Manufacturer narrative:
Device returned to manufacturer - yes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. After review of the pump history it was noted that prior to the shutdown the battery gauge dropped from 20% to 0% within seconds. The customer's blood glucose level was 206 (mg/dl). The customer indicated a manual injection will be taken. It was indicated that the customer had manual injections as alternate insulin therapy available.